Event description:
The customer reported that when manually programming the clinac console (4ditc) to deliver a specific energy for treatment (e.g. 6x) and then selecting to treat a plan from the oncology information system database with a different energy (15x), the treatment is delivered with the manually entered energy (6x) not the planned energy. Further, the treatment is recorded as having been delivered at the planned, rather than the actual, beam energy. No patient was mistreated.

Manufacturer narrative:
Varian's investigation confirmed the customer's allegation. The 4ditc erroneously reports to the oncology information system (ois) that the plan was delivered with 15x. The problem only occurs if a c-series clinac is first manually set up with a beam energy selected, then a prescription which includes a different beam energy is imported. In that situation, the energy label of the prescription is ignored for the treatment, but it used in the record of the treatment. The anomaly is restricted to the beam energy only. All other parameters (e.g., treatment type, mu, dose rate, accuracy, axes positions, etc.) Continue to operate correctly. The potential risk associated from the anomaly would be an overdose or under dose of the planned treatment volume, including critical structures within the treatment volume, by typically 15% at a depth of 10 cm - with less error at shallower depths, and more at greater depths, per affected beam/fraction. Note that the actual energy being used is present on the console screen, and flashes during treatment. No misadministration occurred in this case. However, further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.